Event description:
(B)(4). I have been experiencing a variety of symptoms including the following: weight gain, bloating, abdominal pain, cramping, irregular menstrual cycles, painful intercourse, anxiety, depression, panic attacks, migraines, strained vision, metallic tastes in my mouth, increased allergy and hypersensitivity symptoms to common environmental stimuli, unusual back pains, increased inflammation flare ups, scaly skin on my face, persistent and frequent utis/ vaginal infections,very low libido, and sudden bouts of fatigue. I have had a number of blood draws to test thyroid and other illnesses. No positive test results have been discovered. Patch tests have been negative for allergens, but severe systemic allergy symptoms were noted.